Event description:
The doctor alleged the left herbst mechanism and two screws came loose ant the patient swallowed the components. The patient visited the hospital and x-rays were taken of the chest and abdomen. Results of the x-rays indicate no blockage. Patient monitoring for components to pass naturally.